Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing, the signal was not output from the dvi2 terminal of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Olympus service operation repair center checked the subject device and found that the reported phenomenon was not duplicated. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the temporary malfunction of the main circuit board and/or something other than the subject device. If additional information becomes available, this report will be supplemented.